Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/28/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. No assembly errors and/or defects related to the manufacturing process were observed. Visual inspection at 10x microscope magnification showed that the pushrod was exposed out of the cartridge tip. No intraocular lens was received. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) advanced (through the preloaded delivery system) and it was implanted on insertion of the injector into the eye, prior to rotation of the plunger. Reportedly, the lens was prematurely implanted but it was not removed. The surgeon managed to place the lens into the correct location. No adverse effects on the patient were reported. No further information was provided.